Event description:
The davinci robot instrument wouldn't close or straighten completely while in patient during the removal of instrument. The instrument was closed manually, but still wouldn't straighten completely. The instrument was removed through metal port with no harm to patient. The sheath was removed from instrument. The instrument was found to be broken.